Manufacturer narrative:
The information regarding the failure was placed into the complaint system on (B)(4) 2014 by the complaint receiver. A review of the email correspondence found that the allegation of a deficiency in the performance of the device had previously been received. The device has not been received by the manufacturer. Upon receipt of the device and evaluation completion a follow-up MDR will be submitted.

Event description:
The customer reported that during clinical use, every other inspiratory cycle the ventilator pressure decreased by 5-7 psi. Also noted, was the measured exhaled tidal volume at 2.4 ata decreased by approximately 200-250mls even with the flow knob turned to the max. In addition the ventilator inspiratory sound is different.